Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty, it was reported that a power flex pro balloon dilatation catheter was delivered to and inflated at the lesion. However, it ruptured at 10 atmospheres during initial dilation and leakage of media was observed. Therefore, it was removed from the patient and another new balloon was used. There was no patient injury reported and the procedure finished successfully. The lesion was crossed with a guidewire. The target lesion was the superficial femoral artery. The lesion was mildly calcified and not tortuous. The rate of stenosis was unknown. The product was not returned for analysis. A device history review (DHR) of lot 17004276 revealed no anomalies or non-conformances that can be associated with the reported complaint. According to the instructions for use, prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of mild calcification may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Event description:
During a percutaneous transluminal angioplasty, it was reported that a power flex pro was delivered to and inflated at the lesion. However, it ruptured at 10atm during initial-dilation and the leakage of media was observed. Therefore, it was removed from the patient and another new balloon was used. The procedure finished successfully and there was no patient injury reported. The lesion was crossed with a guidewire. The target lesion was the superficial femoral artery. The lesion was mildly calcified and not tortuous. The rate of stenosis was unknown. The product was clinically used. And it will not be returned for analysis.

Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.